Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-201-00108, 00110, 00240, 00241).

Event description:
Patient underwent right hip revision procedure due to dislocation. The liner and head were revised.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent right hip revision procedure approximately nine years post-implantation. The cup and head were revised.

Manufacturer narrative:
Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were cosmetic issues that were all reworked and accepted. -no product was returned; product evaluation could not be completed. -this device is used for treatment. -metal on metal complaints will be monitored through monthly post market surveillance trending process. -no medical records received. -root cause could not be determined with information available. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent right hip revision procedure approximately nine years post-implantation. The liner and head were revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.